Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. At the time of call with customer technical support, the customer had not yet addressed their bg. Customer reverted to an alternate method of insulin therapy.